Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported keyboard issue could not be replicated. The connections on the mobile view station were all reseated and the hard drive was defragmented. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported while investigating a navigation system communication issue, the radiologic technologist (rt) found the mouse touch pad was not working. The site plugged in an external mouse which also did not respond. The site aborted use of the imaging system for another medtronic imaging system. The surgery was completed with a delay of 30 minutes. There was no known impact to the patient.